Event description:
Irregular backflow of pump fluid from the beginning of implantation. Users traced that the back-flow is 22ml while 12ml is estimated. After refilling, patient felt uncomfortable for several days with excessive sweating, general bad feeling, and taste of lead on tongue. Patient experienced heavy pain towards the end of the pump filling time (8" on the pain scale). Revision was scheduled.